Event description:
The customer reported receiving no button response from the insulin pump, after the device scrolled up without any customer input on the keypad. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.